Manufacturer narrative:
H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device would intermittently would not record responses during surgery. User performed electrode check - all channels passing. User checked fuses and found no issues. User reseated electrodes on patient interface- issue still present afterward. Site adjusted threshold and stim output - issue still present. Site swapped out stimulator probe - issue still present. Site swapped out patient interface - issue resolved. User checked console and patient interface with patient simulator after the case and could not replicate the issue. There was no patient impact.

Event description:
Additional information received that there were zero event tones when the surgeon stemmed what she believed to be nerve. It had no response at all, even when she stemmed what she believed to not be nerve there were no event tones coming from the nim.

Manufacturer narrative:
H3: analysis could not confirm 'not working/intermittent.' Misaligned radio firmware, and a worn fuse decal. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g02005 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.